Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 193 mg/dl.